Event description:
It was reported that after the implant of the atrial lead and after closing the pocket, there was intermittent capture seen. The pocket was re-opened and the atrial lead connection to the device appeared intact. There was no blood ingression in the connector. It was also reported that the atrial lead was disconnected from the device and tested via the pacing system analyzer (psa). Lead impedances were normal, but threshold had increased with suspect of atrial lead dislodgement. Displacement of the lead was not visible by x-ray. The atrial lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed) and the lead appeared to have been damaged at implant.